Manufacturer narrative:
UDI - not required for this product code/lot number combination. Device manufacture date - 07/15/2016 through 07/20/2016. Results is based on the evaluation of the returned sample; is based on the retention samples evaluated. Conclusions is based on the evaluation of the returned sample; is based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed the safety cover was inactivated and the inner needle was unshielded and completely exposed. Additionally both the catheter and catheter hub were removed from the inner-needle. Five retention samples were tested for proper activation of the safety cover and it was confirmed the safety cover activated normally. A review of the manufacturer inspection records was conducted with no relevant findings for the involved lot. A search of the complaint file found no other report with the involved lot. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a nurse incurred a needle stick. Follow up communication with the user facility reported: prior to disposing a used needle, the safety cover was confirmed to be properly activated and the tip was fully shielded; shortly after when the nurse attempted to throw the device in the disposal box, the unshielded disposed needle was already in, the sharp tip was slightly sticking out of the container; as a result, a nurse, who was reported to be unidentified, accidently suffered a needle stick injury; current health condition of the patient is unknown; and an i.v. Was completed on the patient with no reported issues.